Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: unfortunately it has not been possible to conclude an exact root cause for this event. In this case however based on the description it seems likely that patient anatomy could have caused the advancement difficulties observed. No evidence to suggest that product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the physician selected zenith tx2 taa endovascular graft proximal component for treatment of aortic arch aneurysm. The aneurysm was exserted as 60 mm to outer curvature side of the aortic arch. The access route had no problem. Debranch was performed because the length from the aneurysm to the lsa was short as 20 mm. The delivery system was inserted from the right femoral and advanced through the iliac artery and the aorta without problem, but it would not advance any further than the aortic arch due to aneurysm which was exserted to outer curvature side of the aortic arch, so pull-through technique from the brachial artery was used, but it didn't solve the advancement difficulty. He replaced the device with zteg-2pt-38-152-jp, but it would not advance to the target site either. Then the occlusion balloon was inserted from the left femoral and inflated in the descending aorta. It successfully made the direction of the delivery system turned to the inner curvature side to advance further. The stent graft was placed at the target site and the procedure was completed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.